Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad not responding which was reproduced. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that the keypad would not respond. There was no patient involvement. The reported problem was found in the biomed service department during testing. No additional information is available.

Manufacturer narrative:
Correction g4: date received by MFR february 9, 2020.